Manufacturer narrative:
(B)(4) g2: china it is unknown whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 week post implantation due to plate fracture and mandibular fracture separation and displacement. The plate was replaced with titanium plating with no complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: comminuted fracture on the left side of the mandible with breakage of the original absorptive plate, displacement and separation of the fracture end observed intraoperatively and on CT imaging. Reportedly, postoperatively the patient still experienced limited mouth opening and closing. Local anesthesia infiltrated around the original incisional site and sutures removed. The tissue was separated to reveal the displaced broken section of the mandible and the internal fixation device fracture. The absorptive device was removed and the fracture end reset. Xrays were reviewed and not submitted for further assessment as the findings are documented within the provided records. A definitive root cause cannot be determined. The reported event is confirmed, based on medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.